Manufacturer narrative:
Philips has investigated this complaint. It was reported that system went out with patient on table, table was floating. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the host pc and disk were not working. Part analysis for defective part found to be failed component hdd bay. Fse replaced the host pc and hard disk. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device shut down and would not power back on. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was defective. The fse replaced the host pc and the os disk which resolved the issue, and the device was returned to use in good working order.